Event description:
The instrument was used during a laparoscopic oopherectomy. It was reported when the stapler was fired, the staples were malformed. When the instrument was fired the stapler sounded unusual. Bleeding occurred at the stapler line and was controlled with bipolar. There was no consequence to the pt. No buttressing material was used.